Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer did not deliver enough insulin to address dinner consumed. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.